Manufacturer narrative:
Handpiece didnt get hot. During evaluation handpiece was locked up and wouldn't spin. Handpiece failed specs due to cap bearing destroyed inside of handpiece head. Due to this failure caused black grime/grit onto bottom of hp cap. Cap was also sticking inwards position at certain spot if pressed there. Due to the debris built up, turbine and cap needs replaced.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.